Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 26,2025, was filed inadvertently. No surgical delay has occurred.

Event description:
Per the clinic, during the implantation surgery on (B)(6) 2023, the surgery time was delayed and took 8 hours to complete due to patient's complex anatomy. A back-up device was used with no further issues.